Event description:
It was reported that the user experienced an alert 38 motor stall on the ilet during a supply change, with subsequent hyperglycemia up to 400 mg/dl; the user removed all supplies and completed a successful dry run, planned to replace supplies, and had previously reset the ilet on their own. Symptoms included hyperglycemia. Outcomes included none. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with a medical device problem of failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.